Event description:
Boston scientifice corporation was made aware that during a procedure the physician doubted that the unit was a transend ex .014"/205 floppy guidewire. No complications with the patient were reported to have occurred as a result of this event.